Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, a balloon ruptured during valve deployment, during the last cc inflated it was noted that the balloon had ruptured. The balloon/delivery system was removed fully intact without issue. The valve was assessed with echo and determined to be fully expanded. No pvl, echo gradient 5mmhg, no patient injury. There was stj calcium noted pre procedurally and balloon rupture was a risk that was discussed pre procedure. Upon follow up, the fcs advised that the balloon issue most consistent with the event was a balloon burst, with no photos available. No instruments were used to remove the balloon cover, no extra volume was added prior to inflation, and no delivery system leak was noted. Blood was observed in the syringe, but there were no difficulties with valve alignment, which was performed in a straight section. No damage was seen on any edwards devices. After device removal, the area of leakage could be identified. The patient was transferred to pacu in stable condition with no complications reported. A 3mensio report was attached for assessment of annular calcium severity, measured annulus size, tortuosity, and minimum luminal diameter. The device was not returned as it was discarded.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was empirically confirmed as the reported. Available information suggests that patient-related factors (calcification) likely contributed to the reported event, as balloon rupture was identified pre-procedurally as a known risk due to calcium at the stj, with imaging confirming calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for balloon burst has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.